Manufacturer narrative:
On 18-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # *(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was foreign material on the device. Information was received indicating the issue was noticed when they were transitioning to go transeptal after completing the cavotricuspid ishmus (cti) ablation set. The material was lose and had movement and once it was discovered we did not use it again. They stopped and opened a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection, boroscope inspection, and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the outside of the device. A boroscope inspection was performed within the sheath and no foreign material was found. Additionally, an irrigation test was performed and no occlusion was detected. A device history record was performed for the finished device batch number, and no internal actsion were identified. The foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The sheath instructions for use (IFU) contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was foreign material on the device. It was reported by the caller that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had content within the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium that was not able to be aspirated out. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued. Additional information was received indicating the issue was noticed when they were transitioning to go transeptal after completing the cavotricuspid ishmus (cti) ablation set. The material was lose and had movement and once it was discovered we did not use it again. They stopped and opened a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.